Manufacturer narrative:
Note, information references the main component of the system and other applicable components are: product ID: 8709, lot# j10982r49, implanted: (B)(6) 2002, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Device evaluated: analysis of the catheter found a user related catheter body hole. Note, per the initial printout, the pump contained dilaudid, baclofen, clonidine and bupivacaine.

Event description:
The device was returned with no alleged deficiency. No patient harm was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.